Manufacturer narrative:
Complaint (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side capsular contracture, baker grade 4.

Manufacturer narrative:
The device was returned intact and functional with some bubbles observed in the gel; the device weighed 5.4g over specification.

Event description:
Capsular contracture baker grade 3 left side.